Event description:
Flow rate too fast. Fill volume 96ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and the evaluation of the sample. One empty and used pump was received for evaluation and investigation. The visual inspection of the pump found dry medication at the distal luer. The pump was refilled with normal saline solution to the reported fill volume of 96ml. When the pinch clamp was opened, the pump did not infuse. The tubing and flow restrictor were placed in warm water and connected to an air source for about 24 hours. The pump without tubing infused. The tubing was reconnected to the pump and a flow rate accuracy test was performed. The flow rate was found to be slow due to the dry medication in the tubing and flow restrictor. Retain samples from lot 832416 were evaluated and did not confirm a rapid flow rate. A review of the lot history found this to be the only fast flow complaint for the lot. We reviewed our device history record, and all manufacturing operations were found to be within specification. Product complaint is not confirmed for fast flow. If additional information is received pertinent to this incident, a follow-up report will be submitted.